Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a bacteremia infection. On (B)(6) 2019, the implantable cardioverter defibrillator system was removed. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-12695.

Event description:
New information received stated that the infection was determined to be associated with skin staph infection. There was no allegation that the infection was caused or contributed by the implantable cardioverter defibrillator system.